Event description:
It was reported to philips that the system could not be turned on. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and evaluated the reported problem. The system log file analysis revealed no errors that indicated an issue. Upon troubleshooting, it was confirmed that the host pc cannot start automatically, and the system was becoming normal after multiple restarts. The host pc was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.